Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a generator replacement for normal (eri-elective replacement time), this right ventricular (rv) lead was capped (abandoned) due to high capture thresholds. A new lead was implanted, and the procedure was completed. No adverse patient effects were reported.

Event description:
It was reported that during a generator replacement for normal (eri-elective replacement time), this right ventricular (rv) lead was capped (abandoned) due to high capture thresholds. A new lead was implanted, and the procedure was completed. No adverse patient effects were reported.